Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: (B)(4).

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: (B)(4).

Manufacturer narrative:
(B)(4). Concomitant products: unknown stem; unknown biolox delta head; unknown ceramic insert; unknown shell. Report source: foreign: country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 01886.

Event description:
It was reported the patient underwent a left hip revision procedure approximately 6 years post implantation as the patient began experiencing pain in the left hip and presented to physician 2 months before the revision where x-rays were taken and showed the liner had cracked and the head was wearing directly on the shell. The patient underwent a revision to replace the implant. During the surgery, significant metallosis was noted. The surgeon was unable to complete the surgery at that time and patient was brought back to the operating room approximately 1 month later to complete the surgery successfully. No additional information.